Event description:
(B)(4). No serial number provided only painsmart ambulatory infusion system as description. No pt information provided. Adverse event indicates "other serious". Event described as: pt received more pt-controlled analgesia (pca) medication than ordered due to a disengaged safety feature in the pca pump.

Manufacturer narrative:
Pump not returned, no serial number provided, complaint cannot be confirmed.